Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to power up. Fse reviewed the log files and found an issue with the power distribution unit (pdu) rear panel port e output and host pc. To resolve the issue, fse replaced the pdu rear panel and host pc. The defective parts were returned to philips for failure analysis. The cause of the failure of the pdu rear panel could not be conclusively determined, but the cause of the failure of the host pc was found to be the power supply unit (psu) motherboard. The host pc only powers on via the front power switch. The unit wouldn¿t power on via the psu switch due to a defective motherboard. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system failed to power up. The system was not in clinical. There was no harm reported. Philips has started an investigation of this complaint.